Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided stimulation impedance trend curve was stable around 450 ohms between february 2018 and october 2018, with two intermittent decreases to <200 ohms. Furthermore, there were artifacts apparent on the right ventricular channel, leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 33 months after the implantation oversensing in the right ventricular channel was noted. The lead was capped, left in patient and replaced. No adverse patient side effects were reported.